Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 18th of (B)(6) 2020 and 21st of (B)(6) 2020 recorded an increase of the pacing impedance from 600 ohms to greater than 3000 ohms. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel. Furthermore the provided xray image was analyzed. There was one atrial unipolar lead as well as three ventricular leads notable. In the ventricle two solia leads (an active and a capped one) and a capped competitors lead were found. One of the solia leads showed an indention in the region of the suture sleeve. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
After an implantation period of approx. 1 month, it was reported that at pacemaker interrogation an unipolar impedance alert was observed. The lead was capped.